Event description:
It was reported the customer had a keypad anomaly. The customer's mother reported the buttons were unresponsive. It was also found the customer had a failed battery test alarm. Customer's blood glucose was 398 mg/dl. The customer's blood glucose was treated with manual injections. It was also reported the customer experienced seizures before calling. The customer's seizures were attributed to the customer receiving too much insulin. It was found the escape button did not respond to prevent insulin delivery. The customer could not recall any significant events leading to the keypad issues. Customer also had repeated failed battery test alarms after inserting a new battery. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.